Event description:
It was reported that the lesion was located in the proximal lad and an attempt was made to cross the lesion with a flexi-wire, but it caught on the distal end of the lesion and the coil was stretched. This incident is being reported based on the analysis of the returned device. Although there was no report of a guide wire tip separation, the anlaysis of the guide wire revealed that there was a core separation.